Manufacturer narrative:
Concomitant product(s): product ID: 3889, lot# unknown, product type: lead. Product ID: neu_unknown_ext, lot# unknown, product type: extension. Product ID: 357625, lot# serial# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient. It was reported that the patient was in to have their lead and percutaneous extension replaced after having stimulation loss problems during their advanced evaluation (ae). The patient had previously had their external neurostimulator (ens), controller, and twist-lock cable replaced. It was noted that the stimulation would work for some time, but would stop working. They found that all the combinations with electrode 0 were measuring 53 ohms, which was above the lower threshold of 50 ohms, but well below the normal impedance range of 800-1100 ohms. This explained why the ens was dying so fast. The patient¿s ens and system was not working. There were no further complications reported or anticipated.